Event description:
It was reported the xenon light source main lamp does not ignite but spare lamp works. The issue occurred during maintenance. There were no reports of patient or procedural involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we surmised that the xenon lamp did not light due to faulty power supply unit. Olympus will continue to monitor field performance for this device.